Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical products: 11-165216, ringloc bi-polar 28x46mm, 712780; 51-104110, tprlc 133 t1 pps ho 11x142mm, 6067667. Reported event was confirmed by review of x-rays provided. X-ray review states that post-reduction images of the left hip demonstrate dissociation of the femoral head from the bipolar with femoral head position within the native acetabulum and the bipolar laterally dislocated position in between the acetabulum and the greater trochanter. No fracture seen. Photographic inspection shows head was disassociated with the liner, and assembled with the stem. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a left hip revision procedure 15 days post implantation due to disassociation reportedly caused during an attempted closed reduction procedure to address dislocation. All components were removed and replaced. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant products: 11-165216, ringloc bi-polar 28x46mm, 712780. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 11158.

Event description:
It was reported that a patient underwent an initial left hip procedure. Subsequently, the patient was revised due to disassociation and dislocation after falling out of a wheelchair. Attempts have been made and additional information on the reported event is unavailable.